Event description:
Reporting status: serious injury/medical intervention/ permanent damage. Reporting rationale: separated guide wire remains in pt. Device issue: separated guide wire. It was reported that during use of the device, the guide wire became jailed between the vessel wall and 2.5x28 xience stent after implantation of the stent at 10 atm. The guide wire separated at the distal end, leaving the shaping ribbon and distal platinum coils in the pt. No resistance was felt, so the physician tried to withdraw the guide wire, but it separated. The physician tried to snare the separated piece; however, while it was felt that they got most of it out, the physician felt a small piece remained behind. The pt is doing fine. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood on the intermediate coils and core. There was no contrast visible. The core and intermediate coils were separated. The separated portion was not returned. The core was separated 1 mm distal to the black marking of the center solder. The intermediate coils were separated 17cm distal to the proximal solder. There were stretched intermediate coils 17cm distal to the proximal solder. There was no other damage noted to the guide wire. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusion will be forwarded upon completion.